Manufacturer narrative:
This report is for one (1) unknown self-retaining quick lock screw. Device broke intra-operatively and was not fully implanted or explanted. Device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016, while performing a c4-c7 anterior cervical discectomy and fusion (acdf) with a c5 corpectomy a self-retaining screw driver and the screw head broke. It was explained that as the surgeon was screwing in one of the quick lock screws to secure the plate at c4 (possibly on left side). The remaining portion of the screw was left implanted and was not extracted while the broken screw head was reportedly easily removed. There was reportedly no additional drilling performed. A second, back-up screw driver was available which also malfunctioned; a third and a fourth screwdriver were available for use and they also malfunctioned. While he was able to do this, the drivers kept slipping; they were not gripping the head of the screw. The surgeon was able to successfully complete the surgery, screwing in the screws, with the final, fifth screw driver. The drivers were further inspected and it was identified one was clearly bent and two of the others had a bent prong. The reported indicated that he was unsure which of the three back up drivers malfunctioned at which time. There was a 15 minute surgical delay due to the reported events but there was no harm to the patient. Planned intraoperative x-rays were taken and no additional medical intervention was required. No additional information is available. Concomitant medical products: plate (part # unknown, lot # unknown, quantity 1). This report is for one (1) unknown self-retaining quick lock screw that broke intraoperative. This is report 2 of 2 for (B)(4).